Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) cns changed ip addresses after a shutdown. Changing to a 169.x.x.x ip address after reboot. They could not monitor it after that. They reported that a shutdown had occurred and the monitor came back up with all blank sectors. The ip was changed back but it was not holding and changed again when rebooted. Multiple ip addresses were attempted, and the system would only temporarily hold the correct ip when disconnected from the hospital network. Network port and vlan were later verified by the customer's it team. Due to this issue customer proceed with a billable repair with loaner. Loaner pu-681ra sn (B)(6) was shipped configured to the site specifications. During setup of the loaner cns, the customer encountered boot loop and display resolution issues when both monitors were connected at 1920×1200 resolution. Troubleshooting included verifying host table for duplicate ips, testing direct monitor connections without the kvm, adjusting display settings, testing monitors individually, and recreating display configurations using intel graphics and nk tools. Further testing determined the cns tower functions correctly when connected directly without the kvm, and the issue appears related to the halls research kvm gemx system and/or connected nec multisync c551 monitors, which alter the display resolution and trigger boot loops or display distortion when connected. Customer has now requested on-site support for kvm installation assistance. The customer will also return the loaner unit, as the issue is not believed to be with the cns tower. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) cns changed ip addresses after a shutdown. Changing to a 169.x.x.x ip address after reboot. They could not monitor it after that. They reported that a shutdown had occurred and the monitor came back up with all blank sectors. The ip was changed back but it was not holding and changed again when rebooted. Multiple ip addresses were attempted, and the system would only temporarily hold the correct ip when disconnected from the hospital network. . Network port and vlan were later verified by the customer's it team. Due to this issue customer proceed with a billable repair with loaner. Loaner pu-681ra sn 1586 was shipped configured to the site specifications. During setup of the loaner cns, the customer encountered boot loop and display resolution issues when both monitors were connected at 1920×1200 resolution. Troubleshooting included verifying host table for duplicate ips, testing direct monitor connections without the kvm, adjusting display settings, testing monitors individually, and recreating display configurations using intel graphics and nk tools. Further testing determined the cns tower functions correctly when connected directly without the kvm, and the issue appears related to the halls research kvm gemx system and/or connected nec multisync c551 monitors, which alter the display resolution and trigger boot loops or display distortion when connected. Customer has now requested on-site support for kvm installation assistance. The customer will also return the loaner unit, as the issue is not believed to be with the cns tower. No patient harm was reported.